Manufacturer narrative:
Internal correction done 15-dec-2015 based on information received on 22-oct-2015 initial receipt date amended to 22-oct-2015. Essure questionnaire received on 22-dec-2015 new reporter was added. It was reported that physician have not seen consumer since 2013. Follow-up information received on 25-oct-2016. This case is in litigation. On or around (B)(6) 2010, plaintiff underwent the essure procedure. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed, although one of her tubes was not completely closed. Plaintiff later underwent a second hsg test and was then advised both of her tubes were closed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, excessive hair loss, excessive weight gain, and an autoimmune disease diagnosis. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. In or around (B)(6) 2012, plaintiff underwent a hysterectomy to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods/ severe bleeding (seen as menorrhagia) and autoimmune disease hashimoto. She had hysterectomy performed two years after insertion. According to additional information, this case became legal. Menorrhagia is anticipated according to the reference safety information for essure while hashimoto disease is unanticipated. Menses pattern changes are frequent in women with essure in place. Thus, given the nature of the event and suggestive temporal relationship, causality with essure use cannot be excluded. In regards of hashimoto disease, considering its autoimmune origin and the essure's local action in fallopian tubes, causal relationship with suspect micro-insert is very unlikely. Since an intervention was required, this case is regarded as incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056363) in united states on 22-oct-2014 who had essure (fallopian tube occlusion insert) inserted in 2011. When consumer went for the test to make sure that scar tissue had grown to cover the coil, one side did not take. She waited another three months had same text and it took them. Shortly thereafter, she started experiencing heavy periods, to the point she had to carry extra clothes and on several occasions, had to leave work to go home and change clothes. She was miserable. She also experienced major hair loss and fatigue. Her physician told her she needed a hysterectomy. He had been her doctor for 20 years, so she had the surgery. She gained so much weight. She believed if she did not have essure, she would not have heavy periods and would not have had the cyst. She also experienced autoimmune disease hashimoto, and had lymph node swelling and had to be put on antibiotics. Consumer assessed hospitalization however she did not give further details. The product technical complaint investigation results which ptc number is (B)(4) was received on 15-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up received on 17-nov-2015 from consumer: consumers address was provided. Follow-up information received on 07-dec-2015: essure consumer general questionnaire received. Consumer was (B)(6). She had fertility issues 15 years prior to the report and in 2010 she had half thyroid removed (before essure). She had essure inserted 10 years after pregnancy. She used birth control pills as back up contraception. Hysterosalpingogram test was performed and did not work first time, had to have it done twice. She experienced severe bleeding and doctor told her she needed a hysterectomy. Essure was removed via hysterectomy. She was hospitalized. She recovered from essure removal procedure. Her symptom resolved after surgery. She believed her condition was caused by essure. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy periods/ severe bleeding (seen as menorrhagia) and autoimmune disease hashimoto. She had hysterectomy performed. Menorrhagia is a listed event in the reference safety information for essure while hashimoto disease is unlisted. Menses pattern changes are frequent in women with essure in place. Thus, given the nature of the event heavy periods/ severe bleeding and suggestive temporal relationship, causality with essure use cannot be excluded. In regards of hashimoto disease, considering its autoimmune origin and the essure's local action in fallopian tubes, causal relationship with suspect micro-insert is very unlikely. She also experienced other non-serious events. Since an intervention was required, this case is regarded as incident. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.